Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is no longer able to communicate with external devices. Replacement external devices were unable to resolve the issue and the ipg was confirmed to be inoperable. Surgical intervention may be pending to address the issue.

Event description:
Follow up information identified the patient's ipg was replaced with a new one.